Event description:
The customer's mother reported that the customer's blood glucose reached 370 mg/dl, and that the adhesive was wet and she could smell insulin. The customer's mother believes that the cannula may have dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.